Manufacturer narrative:
Philips has investigated this complaint. The information obtained during the investigation identified that during a planned non-emergency treatment the table of the azurion device went into free-float. Table free-float is when the lateral and longitudinal movements of the table are unlocked and the table is able to move in these directions when physical force is applied to the table. The table will not move without manual force being applied. The user conducted a restart of the system which resolved the issue temporarily and allowed the user to complete the procedure. A philips remote service engineer (rse) inspected the system remotely and confirmed that there was an issue with the table height motor. A field service engineer (fse) inspected the system on site and replaced the table height potentiometer, the table height drive unit and the table height spring plate. After the replacement of these parts, the device resumed expected functionality and was returned to clinical use. The system log file was analysed which identified a log of a position slip of table height movement. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart which allowed for procedural continuation. If an issue occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue with movement may resolve, allowing for continuation and completion of the procedure. Therefore, it is unlikely that the table movement issue would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system's table movements were unable to be stopped during an examination. The user rebooted the system and the issue resolved.the system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.